Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A volar plate was implanted on an unknown date. On an unknown date, the plate pulled away from the bone causing the patient pain. The surgeon performed a hardware removal of the plate and seven screws on (B)(6) 2013. A larger plate and nine screws were implanted instead. The surgeon reported stronger fixation with the new hardware. No additional information is available. This is report 1 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. The relevant dimensions of the damaged locking threads can not be verified anymore. The anodization layer is worn out at the damages, which indicates that this was caused post manufacturing, either during insertion or in situ. Even with these damages it is still possible to lock the locking screws in the threads.